Event description:
It was reported that a red warning light on the the colbator ii controller began flashing and there was no activity at the end of the wand when activated. No back-up device was available so the procedure was stopped and rescheduled for a different date.

Manufacturer narrative:
Functional evaluation revealed whenever the subject controller is powered on, an alarm sounds and the red icon on the left front of the controller illuminates indicating a hardware failure inside the subject controller. There was no voltage output to the wand when the subject controller was tested. Therefore, the complaint is verified and a root cause is most likely due to an unexpected premature failure of an electronic component inside the subject controller. Potential factors unrelated to the manufacture or design of the device which could have contributed to the reported event include: a power surge to the subject controller at the customer's facility. Using an improper power cord or improper extension cord, or a loose power connection at the customer's facility. A premature failure of an electronic component inside the subject controller. A review of the manufacturing records for non-conformances and deviations indicates the subject controller met manufacturing specification when released for distribution.